Event description:
During the central line placement, we discovered the central line kit was defective. A new wire was needed as well as a new kit. The hypo after being used to enter the vein on the second approach snapped in half. Post procedure x-ray was taken to verify the central line placement and to ensure no foreign objects were still in the patient.